Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pseudotumor. Update clinical report states, the patient was revised to address metallosis, osteolysis, and adverse local tissue reaction. Update litigation alleged the asr hip was explanted due to elevated blood levels of chromium and cobalt, severe pain, significant inability to walk and/or move, and bone erosion. There is no new information that changes the outcome of this investigation.

Event description:
Patient was revised due to pseudotumor.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.